Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical neck/spinal pain. It was reported that therapy stopped due to a power on reset (por) message. The por was not related to an over-discharge. The por was cleared and therapy was adequate. The issue was resolved. No further complications were reported.